Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device powering off unexpectedly was confirmed. Ventec observed that the device would attempt to boot-up, alarm and then enter a reboot cycle. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable had become partially disconnected. Ventec properly seated the ift cable to resolve the reboot issue. The reported issue of an unresponsive lcd touchscreen could not be confirmed. Ventec observed normal touchscreen operation throughout the evaluation. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported unexpected loss of power (reboots) was that the ift cable was not fully seated. The cause of the reported unresponsive lcd touchscreen could not be confirmed.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event was reported to ventec: ¿around noon pt caretakers had initiated cough assist and the display became unresponsive. Shortly after the display malfunctioned all ventilation stopped. The machine was rebooted ventilation resumed immediately. Pt switched to back up vent (evo) and stabilized.¿ there was patient use associated with the reported event. The patient's son advised the distributor that the patient has als and is ventilator dependent, and that she became cyanotic as a result of the reported issue (prior to being stabilized by placing her on her backup ventilator). The patient survived the reported event.